Manufacturer narrative:
The returned emma was evaluated. The emma remained powered on and was able to obtain measurements when an airway adapter was connected. By design the device will powered off due to inactivity when no airway adapter is connected.

Event description:
The customer reported the emma "turns off even when replaced with full charge batteries." There was no patient impact or consequence reported.

Event description:
The customer reported the emma "turns off even when replaced with full charge batteries." There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Product not returned.